Event description:
It was reported that the procedure was to treat a left femoral politeal artery. A .014" fielder guide wire was being advanced through a 2.0 x 80 x 150 mm armada 14 balloon catheter when the wire got stuck. An attempt was first made to remove the catheter but it could not be removed, so an attempt was made to remove the guide wire and it also could not be removed. The devices were removed together. The procedure was completed using a new fielder guide wire and new armada balloon catheter. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4): evaluation summary: although it was reported that a fielder guidewire got stuck with the armada catheter, investigation of returned devices revealed that the guidewire in question was not fielder guidewire. When they were returned, the guidewire was inserted into armada balloon catheter and they were stuck. Devices could not be separated by hand, so we needed a tool for separation. Incidentally, we concluded the trouble of getting stuck between abbott armada pta balloon catheter and the guidewire in question is due to inappropriate application of non-compatible size devices. Lot history review could not be conducted because no lot information was provided and the returned guidewire was determined not to be a fielder guidewire.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The device is manufactured by asahi intecc. Co. Ltd. Medical division; however, abbott vascular distributes the device and is responsible for MDR reporting.